Event description:
It was reported that the patient felt the insertable cardiac monitor (icm) protruding, removed the sterile dressing and tape placed by the nurse, and noticed the tip of the device was visible. The patient returned to the physician's office, where the nurse performed a cleansing procedure, and the doctor prescribed antibiotics. The next day, the patient again felt the device protruding after removing the new dressing. The device was ultimately removed by the patient. During a follow-up clinic visit, the patient reported the situation. The wound has healed, and no additional adverse effects were reported.